Manufacturer narrative:
Review of the provided data indicates that for run #2154, the sars-cov-2 result is at the limit of detection (lod) for the assay. The alleged sample is a low titer sample for sars-cov-2. This would explain why wavering results were generated when the sample was repeated. For run #2121, the sars-cov-2 result is a strong positive result. Although a root cause cannot be identified for run #2121, the data shows true amplification for the positive results. The investigation into the reagent lot and hardware indicated no systemic product problem.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. Initial reporter name and address: (B)(6).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from germany alleged discrepant results using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system. Both samples initially generated a positive result for influenza a and sars-cov-2 using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system. A retest was performed using the cobas® sars-cov-2 assay for use on the cobas® liat® system and generated a negative result. The customer mentioned that with other methods and tests, only the positive influenza a result was reproducible. To date no harm is alleged. Per FDA¿s eua guidance, 2 MDR will be filed.